Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm during manual prime. Customer's blood glucose was 456 mg/dl. Customer changed infusion set and reservoir and insulin was able to exit tubing and pump did not alarm no delivery. Customer was advised that insulin pump was working as designed. No further information provided.